Event description:
The nurse of a (B)(6) male pt contacted lifecor customer support to report that the pt's battery pack would not charge. A pt services rep (psr) visited the pt and found that both battery packs would not start the monitor. She stated the monitor would power on with a replacement battery pack. The psr downloaded the monitor and support saw that the pt was getting numerous "battery runtime expired" and "battery pack fault" flags. The psr gave the pt replacement battery packs.

Manufacturer narrative:
Device mfg date: battery pack (B)(4) - 10/2007, battery pack (B)(4) - 10/2007. Device evaluation summary: device evaluation of battery pack (B)(4) and battery pack (B)(4) have been completed. The reported problem was confirmed. Both battery packs had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery packs were retested and restocked. No adverse event occurred due to the defective battery packs. The pt received a replacement battery packs.